Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section g3: the g3 should be 02/25/2025 based on previously submitted report on MFR report number: 2955842-2025-09552. Therefore, h10 was updated to include MFR report number 2955842-2025-09552.

Event description:
Refer to h11 for follow-up information.